Event description:
Customer reports that she obtained a result of 68mg/dl and felt hypoglycemic. She reports drinking juice to help alleviate her symptoms. She states that she ate dinner 2 hours later and began to feel symptoms of hypoglycemia once more, testing 84mg/dl on the device. She reports that she does not remember many details after the result, but that she passed out. She states that she came to and drank juice and tested 66mg/dl. No medical attention sought. No quality controls were used. Requested return of suspect device and replacement was sent.